Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: urology. Event description: the handle got stuck. Unable to open the handle after closing it for the first time. The device could not be used. The device is available for expertise at the pharmacy. Additional information received by email from applied medical representative on 14june21: these events did occur prior to use on the patient. The user has no pictures of the device. Date of event is unknown the device was still blocked when the surgeon tried to close it for the first time. The blade wasn¿t engaged. Patient status: not patient related as event occurred prior to use.

Event description:
Procedure performed: urology. Event description: the handle got stuck. Unable to open the handle after closing it for the first time. The device could not be used. The device is available for expertise at the pharmacy. Additional information received by email from applied medical representative on 14june21: these events did occur prior to use on the patient. The user has no pictures of the device. Date of event is unknown. The device was still blocked when the surgeon tried to close it for the first time. The blade wasn¿t engaged. Patient status: not patient related as event occurred prior to use.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event based on the description of the event.